Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion and a distal tip kink occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 14mm in length target lesion was located in the severely tortuous and calcified, 3.0 to 3.5mm in diameter left anterior descending. This 330cm rotawire was selected and was advance to the lesion against resistance. The rotawire was unable to cross the lesion and the tip became kinked. The procedure was not completed due to this event. No patient complications were reported and the patient status is stable. However; returned device analysis revealed a guide wire fracture.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on 08may2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion and a distal tip kink occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 14mm in length target lesion was located in the severely tortuous and calcified, 3.0 to 3.5mm in diameter left anterior descending. This 330cm rotawire was selected and was advance to the lesion against resistance. The rotawire was unable to cross the lesion and the tip became kinked. The procedure was not completed due to this event. No patient complications were reported and the patient status is stable. However; returned device analysis revealed a guide wire fracture.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the spring tip was damaged (kinked). The core wire was fractured approximately 329.5cm from the distal end. All outer diameter measurements were within specification. The fractured portion was sent to mtac lab for analysis and revealed that the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).